Event description:
It was reported that during an unspecified treatment procedure, the equalizer balloon ruptured, and a portion of balloon material detached and remains in the pt. The pt had bilateral renal stents placed during a previous procedure. A portion of the left renal stent was sticking out into the aorta, and the physician believes the equalizer balloon got caught on the renal stent and ruptured. When removed from the pt, it was noted that a portion of the equalizer balloon was missing, and was not retrieved from the pt. Blood flow through the pt's right renal artery was good prior to this event, however after the equalizer balloon ruptured, there appeared to be no flow through the right renal artery and blood flow was re-established.